Event description:
Same case as MDR ID 2134265-2013-06368. It was reported that during a percutaneous coronary intervention, the catheter became stuck on the stent and stent damage occurred. The lesion was located in the mildly calcified and mildly tortuous proximal left anterior descending artery (lad). A promus element stent was deployed and was completely expanded. The atlantis sr pro imaging catheter was advanced, and showed that the stent was well apposed. However, upon withdrawal, the catheter became stuck on the distal portion of the stent. The physician rotated the catheter and removed it successfully. Damage to the guide wire exit port of the catheter was noted on removal. After the stent stuck occurred, distal part of the implanted promus element stent looked dark under angiography and stent damage was suspected. The stent damage was treated with balloon inflation with an unspecified balloon. Procedure was completed with no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device code evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by another device. (B)(4).